Manufacturer narrative:
H2: a1-a4: patient information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, a1 - a4: the patient information was not available. H3, h6: the exports were returned for software analysis. The analysis determined that the complaint was confirmed, navigation lag was present. Multiple device codes were provided. Below clarification was provided. A11 - software lag a13 - low performance message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the software was lagging behind what was actually happening. In the video, it could be seen that the software showed that the driver on the tracker was still actively navigating, even though the tracker was taken out of the field. There was roughly a 15 second delay. A low performance message also appeared while navigating. There was no impact to patient's outcome. The procedure was delayed at least thirty minutes. A soft restarted was done to resolve the issue.